Event description:
The tech reported that both head side rails are not staying latched in up position. There was no pt in the bed when the issue was found. The bed was located in the ICU at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found worn pins on the both side rail latch mechanisms. This unit was delivered to the account on 09/11/2006 and the side rail mechanism latch pins have never been recorded as being replaced during preventative maintenance since delivery. The tech replaced the pins in the side rail latch mechanisms to resolve the issue. Based on this info, no further action is required.